Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. Review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that a forcefx diathermy machine stopped working after 10 minutes in to an on-going second case emergency decompressive craniectomy, making it difficult to control the patients bleeding. The report stated that this resulted in the loss of a large quantity of blood (approximately 1 liter). The electrosurgical leads, tips and pads were changed three times with no effect to the unit. The customer reported that they opted for the use of liga clips while searching for a spare electrosurgical unit to allow continuation of the procedure. After 10 minutes of searching, a non-covidien unit was located and utilized to replace the non-operational unit. No further information was provided regarding either the outcome of the procedure or the patients status. Questions have been asked to the customer but no additional information has been provided to date.

Manufacturer narrative:
The incident device was evaluated on site by medtronic field service personnel. The investigation confirmed the customer reported condition that the unit would shut down during use. When the unit was tested it also displayed an error code 161. The investigation isolated the failure to the cut mode relay not functioning correctly due to a detached contact piece floating between the contacts. However, no root cause was identified. The service technician also reported that the front panel of the unit had sustained physical damage. The investigation was unable to determine the root cause or probable root cause for this damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.